Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers were failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station would not open. The field service engineer readjusted the catching mechanism, restoring normal drawer operation. After adjustment, the drawer latch successfully engaged with the catch without any issues. The system functioned as intended after the field service engineer (fse) repaired the device.